Event description:
Rptr's breast implants became hard, misshapen, and had bulges in them. They had been implanted 10 yrs ago. When removed, they had not ruptured. The scar capsule caused distortion. She was concerned that they would eventuually rupture if left in place.